Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s blood glucose level was 45 mg/dl at the time of incident and current blood glucose level was 115 mg/dl. The customer was treated with food for low blood glucose level and insulin pump for high blood glucose level. The customer was having (B)(6) with raisins and dried cranberries and that might have contributed to the high blood glucose level. The insulin pump will not be returned for analysis.